Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the biometric identifier (bio ID) did not work. A field service engineer worked with the pharmacy technician to troubleshoot the issue. After running diagnostics, it was found that the bio ID was not functioning properly. The connections were checked, and the bio ID was replaced. The necessary drivers and software were installed, and the station was rebooted. The customer tested the bio ID, and it was confirmed to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es experienced a biometric identifier failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.